Manufacturer narrative:
No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Depuy spine (B) (4) was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in (B) (6) 2006 at l4/l5. Patient reports having continued pain. Little information is known at this time. As an adverse outcome was reported an MDR is filed to document this event.